Event description:
Complainant alleged that the autopulse nimh battery charge status indicator became empty after one minute of use and the autopulse platform stopped. No adverse patient sequelae was reported. No additional details were provided.

Manufacturer narrative:
Zoll (B)(4) confirmed that the battery was unable to be charged in the charger. Nimh battery s/n (B)(4) was returned to (B)(4) for investigation. The battery was placed in the battery tester, and the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 948w. An investigation conducted using the batteries serial number, found that the battery was within its expected life span of 2-4 years. The expected service life of the autopulse battery is 100 charge cycles or 2 to 4 years depending on battery maintenance and usage patterns. This battery shows that it has undergone 246 test/charge cycles, the expected amount of charge cycles this battery is 12 (+/-1). Per the autopulse power system user guide (pn: 12457-001), "the expected service life of autopulse nimh battery is 100 full charge/discharge cycles or 2 to 4 years depending on battery maintenance and usage patterns." In addition, per the autopulse battery charger user guide (pn: 10762-001), "following prolonged inactivity or storage (no use or charging), a battery should undergo a test-cycle to ensure adequate battery health." "A test-cycle measures a battery's charge holding capability by cycling the battery through a charge-discharge-recharge sequence. Batteries with a high charge holding capability pass the test cycle and remain available for continued use. Batteries that no longer accept a charge will fail the test-cycle and must be replaced as they can no longer be used in the autopulse system." "To maintain a battery's performance and optimize its life, perform a test cycle on it each month." "The service life of a battery is concluded after the battery reaches 100 charge/discharge cycles".